Event description:
During an attempted vitrectomy, the vitrector did not function (no aspiration). A second vitrector was obtained and also would not work (no aspiration) procedure aborted and pt was trnasferred to the care of a retinal specialist for further treatment. 03/08/02-bausch & lomb rep examined vitrector and found a possible occlusion in handpiece. Unable to determine what caused blockage. Examined one vitrector. Vitrector has been given to bausch & lomb.